Event description:
This pi is for the 1st patient. Surgical site infection reported following total hip joint replacement performed by surgeon using exeter stem. Original op dates unknown as of yet. ¿it has come to our attention recently that two of our total hip joint replacements have developed surgical site infections after surgery. Upon further investigation it was noted both patients had exeter stems implanted."

Manufacturer narrative:
An event regarding infection involving an exeter stem was reported. The event was not confirmed. Method & results: device evaluation and results: visual, dimensional, functional and material analysis could not be performed as the device remained implanted. Clinician review: no medical records were received for review with a clinical consultant. Device history review: review indicated all devices were manufactured and accepted into final stock with no reported discrepancies. Complaint history review: there have been no other similar events for the lot but there have been other similar event for sterile lot. Conclusions: it was reported that the patient have developed infection after total hip joint replacement. The event could not be confirmed nor the root cause determined because the devices were not returned for evaluation and insufficient information was provided. Further information such as return of device, pre- and post-op x- rays, patient history, pathology report & follow-up notes are needed to investigate this event further. All stryker products sold as sterile are validated to a minimum sterility assurance level (sal) of 10^-6 in accordance to applicable iso standards. If additional information and/or device becomes available, this investigation will be reopened. The following devices were also listed in this report after the initial MDR was filed: v40 fem head orthinox 28+8: cat# 6364-2-328, lot# g7666000. Simplex tobramycin 1 pk: cat# 6197-1-001, qty 2. Lot# tma046. It cannot be determined which, if any of these devices may have caused or contributed to the patient's experience.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
This pi is for the 1st patient. Surgical site infection reported following total hip joint replacement performed by surgeon using exeter stem. Original op dates unknown as of yet. ¿it has come to our attention recently that two of our total hip joint replacements have developed surgical site infections after surgery. Upon further investigation it was noted both patients had exeter stems implanted."